Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection in the midline incision. It was noted that the midline incision was not healed. Symptoms were drainage and redness. It was believed that the infection was not device related. The patient prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had an infection in the midline incision. It was noted that the midline incision was not healed. Symptoms were drainage and redness. It was believed that the infection was not device related. The patient prescribed antibiotics and underwent an explant procedure.